Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable low elecsys ft4 ii assay and elecsys tsh assay results for one patient sample. The initial ft4 result was 0.506 ng/dl and the initial tsh result was 0.058 uiu/ml. These results were reported outside of the laboratory. Due to low results, a review by the director was triggered. The customer repeated the sample and the ft4 result was 1.12 ng/dl and tsh result was 1.38 uiu/ml. These results were believed to be correct. The patient was not adversely affected. The ft4 reagent lot number was 24683001 with an expiration date of 30-jun-2018. The tsh reagent lot number was 26726901 with an expiration date of 30-apr-2018. The field service representative checked the instrument and patient sample. The patient sample had multiple "floaties" in the plasma. It was possible fibrin had been picked up during sampling. The investigation was unable to find a definitive root cause. A general reagent issue could most likely be excluded.